Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for failing to charge the internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the components that were returned to the manufacturer's quality assurance lab, an issue related to the device's active exhalation control module was observed. The device's active exhalation control module was previously replaced when the device was serviced.